Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 401 mg/dl at the time of incident. The customer reported that they feel okay for troubleshooting. The insulin pump was in auto mode at the time of the incident. The customer was not using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 401 mg/dl at the time of incident. The customer reported that they feel okay for troubleshooting. Customer was not using the auto mode feature at the time of the incident. The customer was not using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.